Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically capped and abandoned due to oversensing of noise and pacing impedance less than 200 ohms. The oversensing reportedly resulted in pacing inhibition, but not asystole. That patient's pacemaker was replaced during the same procedure. No additional adverse patient effects were reported.